Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old male patient presenting for high risk percutaneous coronary intervention. Upon attempting to explant the pump following support, the device got stuck in the sheath and could not be advanced or removed. As a result, a balloon needed to be placed above the access site and inflated to allow for removal. The patient was stable following the event.